Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the balloon catheter took too long to deflate even with multiple aspirations with syringe. The deflation was also slow outside the body. The catheter was replaced. No patient complications have been reported as a result of this event.